Event description:
It was reported that the user, who is new to the ilet, announced two meals in close succession (one usual dinner and one usual lunch), after which blood glucose dropped to 58 mg/dl and the low was treated with oral glucose in the form of hard candy. This represents an improper or incorrect procedure or method related to the user interface. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no health consequences or impact. Investigation included communication with the reporting party and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions, specifically over-announcement of meals via the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.